Manufacturer narrative:
UDI #: (B)(4). Mfg date: - manufacturing date requested but not available at the time of this report. Field service specialist (fss) visited the account after the reported event. He replaced the head rest assembly as it got damaged during the incident. He tested and verified proper operation to meet all amo specifications. During the visit fss noticed the chair backrest was enable and as per customer request it was disable during this visit. Also the fss checked the intralase system as the loading deck and ring light got damage during the incident and both were replaced. The system was tested and calibrated to meet all amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that approximately at 7:35am est prior to an intralase enabled keratoplasty (iek) procedure a patient was in the visx chair under the intralase system (sn (B)(4)) and surgeon proceeded to raise the chair when the chair continued to move upwards and would not stop. The patient interface (pi) made contact with the patient's face and eyes. Once the chair maxed out in the up position, they were then able to bring the chair back down and release the patient from under the system. As a result patient had pressure marks on the right eye, lacerations and scrapes on his forehead which required sutures in his upper right lid and another below his left eye. The iek procedure was aborted. The gantry of the intralase system broke during this incident. It was reported by the account that they did not have time to push the laser stop button on the visx that would have prevented the chair movement. Patient was seen a day after the incident by the account. He is also being seen by a retinal specialist and an ocular plastics doctor. It was reported that patient pre-op best corrected visual acuity (bcva) was 20/300 and the current bcva is 20/600. His pain level was at 2 out of 10. Anterior segment looked fine and no hyphema seen. There is some traumatic optic neuropathy and visual field defect. The iek procedure is on indefinite hold at this time.

Manufacturer narrative:
Correction: zip code for manufacturing site was provided in the wrong field (fax field). Additional information: MFR date- 11/1999. A document labeling, trending and risk documentation reviews for this equipment were performed. Star s4ir operator's manual states a warning to ''monitor patient clearance while adjusting the patient chair, to protect the patient from colliding with the system.'' The trend review shows that there is not a recognizable adverse trend. The head rest assembly was evaluated. There was balanced salt solution (bss) residue collected inside the head rest. One side of the rocker and mounting plate has more residue than the other side and on both inside and outside. Rust on the manual head rest controller assembly was found. No impact to the functionality of the backrest switch. Regarding the electrical function there were no issues with making contact on both raising and lowering the chair. The mechanical part of the rocker switch will intermittently get stuck due to the solution residue build up on the side of the toggle switch. This could result in the reported issue of the chair unintended movement. During investigation it was confirmed that the loading deck and light ring from the intralase femtosecond laser were damaged during the event as visual inspection found the loading deck latch was broken and when trying to perform the functional testing a loading latch error was seen. There are mitigations for this issue such as the emergency off switch interrupts chair power. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). It was reported that patient suffered from ischemic optic neuropathy. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info received from patient legal representative. Outcomes attributed to adverse event - disability has now been added. Keratoconus; patient had intacts in right eye that were removed on (B)(6) 2015. Additional report source added - other, patient's legal counsel. (B)(4). Additional narrative from patient records dated (B)(6) 2015 - patient complained of photophobia and that half of his vision was dark on the bottom from 3 to 9, fundus examination showed mild hyperemia, conjunctiva had 3+ injection and chemosis. From patient records dated (B)(6) 2015 - stitches were removed. From patient records dated (B)(6) 2015 - patient had computed tomography orbit without contrast. Findings were as follows: patient had multiplanar imaging with reconstruction. The evaluation of the right glove demonstrated that it is intact. No intraocular hemorrhage was observed. The lens was identified in satisfactory position. There was no significant preseptal soft tissue swelling identified. The optic nerve sheath complex was normal in size. The extraocular muscles were intact. The superior ophthalmic vein was of normal caliber. There is no retro-orbital hematoma or mass lesion. The right orbital apex was unremarkable. Visualized bony structures about the right orbit were intact without evidence of fracture. Adjacent paranasal sinuses were clear. The contralateral left lobe, preseptal soft tissues, extraocular muscles, optic nerve sheath complex and retro-orbital regions were unremarkable. The lacrimal apparatus was normal bilaterally. Impression was that no soft tissue or bony injury associated with the right orbit. Form patient records dated (B)(6) 2017 - patient reported he is now unable to work due to the injury sustained on (B)(6) 2015.